Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable and wall adapter and there were no alerts in pump history related to power source when issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump did not begin charging after being connected to working outlet for extended period, had no alternative wall adapter to test, planned to try different charging cable, and intended to call back if issue persisted, with no additional outcome information reported.